Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat pulmonary vein isolation, the patient experienced a st elevation. After the dynamic xt electrode catheter was placed, a transseptal puncture was made with the faradrive sheath and non-bsc transeptal needle. The ECG showed the st-elevation and very low peripheral blood pressure during or after the transseptal access with the sheath. Transthoracic echogram did not show any tamponade or blood in the pericardium. Due to the patient's condition, the procedure was cancelled. The patient treated with adrenalin for blood pressure. A cardiologist performed a coronary diagnostic and found some relevant stenosis. The patient had the following prior to the procedure which could have led to the complication, tricuspid stenosis, mitral valve stenosis, tachymyopathy, left ventricular ejection fraction (lvef) at 35%, tachycardia, and atrial fibrillation (a fib). The patient was responsive at the end. The patient was hospitalized but is expected to fully recover. The device is not expected to be returned as it has been disposed by the customer.

Event description:
It was reported that during the pulse field ablation procedure to treat pulmonary vein isolation, the patient experienced a st elevation. After the dynamic xt electrode catheter was placed, a transseptal puncture was made with the faradrive sheath and non-bsc transeptal needle. The ECG showed the st-elevation and very low peripheral blood pressure during or after the transseptal access with the sheath. Transthoracic echogram did not show any tamponade or blood in the pericardium. Due to the patient's condition, the procedure was cancelled. The patient treated with adrenalin for blood pressure. A cardiologist performed a coronary diagnostic and found some relevant stenosis. The patient had the following prior to the procedure which could have led to the complication, tricuspid stenosis, mitral valve stenosis, tachymyopathy, left ventricular ejection fraction (lvef) at 35%, tachycardia, and atrial fibrillation (a fib). The patient was responsive at the end. The patient was hospitalized but is expected to fully recover. The device is not expected to be returned as it has been disposed by the customer. An update on the patient condition was received. The patient received another coronary angiography and revascularisation treated with stents. Their current condition is good.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) . B5.